Event description:
The customer reported that the battery pca contact pins were bent. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4) 2014, this is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported that the battery pca contact pins were bent. There was no report of patient involvement. There was no report that the unit failed to power up. The unit was evaluated at the philips and over repair bench. The bench visually verified bent battery (pca) pins, however, it was noted that all functional tests passed. The bench replaced the battery pca to resolve the issue of bent battery pca pins. The unit passed all post-servicing testing and was returned to the customer site.